Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / possible migration of her fallopian tubes due to the essure device") and device breakage ("broken pieces of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs related pain and symptoms"), pelvic pain ("contractions and sharp shooting pains") and urinary tract infection ("repeated urinary tract infection"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, irritable bowel syndrome, pelvic pain and urinary tract infection outcome was unknown. The reporter considered device breakage, fallopian tube perforation, irritable bowel syndrome, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she underwent the surgery removal of the essure devices, first via salpingectomy procedure and then followed by a further hysterectomy procedure on (B)(6) 2016 in order to remove broken pieces of the device discovered in the first removal attempt. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-aug-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1671 cases. Fallopian tube perforation. The analysis in the global safety database revealed 628 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 07-aug-2017: mhra number was provided: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / possible migration of her fallopian tubes due to the essure device / left tubal essure loop seen perforated") and device breakage ("broken pieces of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tension-free vaginal tape sling (surgery to assist urge incontinence and frequency) in (B)(6) 2013 and parity 2. Essure insertion performed in 11 minutes with three coils visible on both sides. She recovered well after surgery. Previously administered products included for contraception: p2 implant. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain (around day 10 of her cycle)") and abdominal distension ("bloating (around day 10 of her cycle)"). In (B)(6) 2015, the patient experienced uterine leiomyoma ("small intramural fibroid in the posterior wall measuring 12x9mm"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs related pain and symptoms"), pelvic pain ("contractions and sharp shooting pains"), urinary tract infection ("repeated urinary tract infection") and ovarian cyst ("right ovary contains a thin walled simple cyst - 3.5cm."). The patient was treated with desogestrel (cerazette), surgery (bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, irritable bowel syndrome, pelvic pain, urinary tract infection, abdominal pain lower, abdominal distension, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, fallopian tube perforation, irritable bowel syndrome, ovarian cyst, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: she underwent the surgery removal of the essure devices, first via salpingectomy procedure and then followed by a further hysterectomy procedure on (B)(6) 2016 in order to remove broken pieces of the device discovered in the first removal attempt. Lower abdominal and bloating had mild improvement after cerazette use. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: small intramural fibroid; in (B)(6) 2015: small posterior fibroid / right ovary cyst (B)(6) 2014 - essure confirmation test ect (6 months after insertion) - results of the ect were consistent with bilateral tubal blockage and that the sterilization had been effective (B)(6) 2015 - ultrasound scan - small intramural fibroid in the posterior wall measuring 12x9mm. Both ovaries appeared normal. (B)(6) 2015 - ultrasound scan - uterus demonstrates a small posterior subserosal fibroid. Left ovary demonstrates normal appearance. Right ovary contains a thin walled simple cyst - 3.5cm. (B)(6) 2015 - diagnostic laparoscopy - left sided simple cyst about 3cm which we have drained. It was also noticed that she has probably had hysteroscopy sterilization and on the left tubal implant was protruding out slightly through the tube. (B)(6) 2016: removal procedure: findings: normal cavity, both ostia seen clearly fibrosed and no essure coil seen at corneal end hysteroscopically. Laparoscopy findings: uterus ns mobile. Both ovaries normal, left tubal essure loop seen perforated no adhesions noted. Right tubal fibrosis noted with no e/o any tubal perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: 1. Device breakage. The analysis in the global safety database revealed 2740 cases. 2. Fallopian tube perforation. The analysis in the global safety database revealed 1612 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 11-jul-2018: summons received, events lower abdominal pain, bloating, ovarian cyst and uterine fibroid added. Medical history and patient information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / possible migration of her fallopian tubes due to the essure device / left tubal essure loop seen perforated") and device breakage ("broken pieces of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tension-free vaginal tape sling (surgery to assist urge incontinence and frequency) in february 2013, parity 2, delivery in 2005 and delivery in 2009. Previously administered products included for contraception: p2 implant, cezarette and oral contraceptive. Past adverse reactions to the above products included menorrhagia, menstruation irregular, weight increased with p2 implant. On (B)(6)2014, the patient had essure inserted. In august 2014, the patient experienced abdominal pain lower ("lower abdominal pain (around day 10 of her cycle)") and abdominal distension ("bloating (around day 10 of her cycle)"). In march 2015, the patient was found to have uterine leiomyoma ("small intramural fibroid in the posterior wall measuring 12x9mm"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs related pain and symptoms"), pelvic pain ("contractions and sharp shooting pains"), urinary tract infection ("repeated urinary tract infection"), ovarian cyst ("right ovary contains a thin walled simple cyst - 3.5cm.") And dyspareunia ("some dyspareunia"). The patient was treated with desogestrel (cerazette) and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device breakage, irritable bowel syndrome, pelvic pain, urinary tract infection, abdominal pain lower, abdominal distension, uterine leiomyoma, ovarian cyst and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, fallopian tube perforation, irritable bowel syndrome, ovarian cyst, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion performed in 11 minutes with three coils visible on both sides. She underwent the surgery removal of the essure devices, first via salpingectomy procedure and then followed by a further hysterectomy procedure on (B)(6)2016 in order to remove broken pieces of the device discovered in the first removal attempt. Lower abdominal and bloating had mild improvement after cerazette use. After essure removal; the available medical records do not describe any ongoing abdominal or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on(B)(6)2014: negative. Hysterosalpingogram - on (B)(6)2015: the appearances are consistent with bilateral tubal occlusion.. Laparoscopy - on (B)(6)2015: left sided simple cyst about 3cm which we have drained. It was also noticed that she has probably had hysteroscopy sterilization and on the left tubal implant was protruding out slightly through the tube.; on(B)(6)2016: removal procedure: findings: normal cavity, both ostia seen clearly fibrosed and no essure coil seen at corneal end hysteroscopically. Laparoscopy findings: uterus ns mobile. Both ovaries normal, left tubal essure loop seen perforated no adhesions noted. Right tubal fibrosis noted with no e/o any tubal perforation.\fallopian tubes: coil with perforation, otherwise within normal limits. Ultrasound scan - on(B)(6)2015: small intramural fibroid in the posterior wall measuring 12x9mm. Both ovaries appeared normal.; on (B)(6)2015: correct placement of the left essure and this was satisfactory; on(B)(6)2015: uterus demonstrates a small posterior subserosal fibroid. Left ovary demonstrates normal appearance. Right ovary contains a thin walled simple cyst - 3.5cm.. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: 1. Device breakage. The analysis in the global safety database revealed 3020 cases. 2. Fallopian tube perforation. The analysis in the global safety database revealed 1949 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6)2018: patient¿s birth date was provided; essure insertion date, relevant medical history and lab data were added; the event dyspareunia was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tubal essure loop seen perforated, migrated') and device breakage ('broken pieces of the device') in a 42-year-old female patient who had essure (batch no. B72677) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tension-free vaginal tape sling (surgery to assist urge incontinence and frequency) in (B)(6) 2013, mixed incontinence from (B)(6) 2012 to (B)(6) 2013, overactive bladder and parity 2 ((B)(6) 2005, (B)(6) 2009). Essure insertion performed in 11 minutes with three coils visible on both sides. She recovered well after surgery. Previously administered products included for contraception: p2 implant, p2 implant and p2 implant; for oral contraception: cezarette; for an unreported indication: oral contraceptive. Past adverse reactions to the above products included menorrhagia with p2 implant; menstruation irregular with p2 implant; and weight increased with p2 implant. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain (around day 10 of her cycle)") and abdominal distension ("bloating (around day 10 of her cycle)"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("small intramural fibroid in the posterior wall measuring 12x9mm"). On (B)(6) 2016, the patient experienced malaise ("not feeling well since the procedure"), fatigue ("feeling tired all the time"), disturbance in attention ("reduced concentration"), procedural pain ("right sided low back pain since the procedure"), post procedural discomfort ("abdominal discomfort since the procedure") and procedural headache ("headaches"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("contractions and sharp shooting pains"), dyspareunia ("some dyspareunia"), ovarian cyst ("right ovary contains a thin walled simple cyst - 3.5cm."), irritable bowel syndrome ("ibs related pain and symptoms") and urinary tract infection ("repeated urinary tract infection"). The patient was treated with desogestrel (cerazette) and surgery (bilateral laparoscopic salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, dyspareunia, abdominal pain lower, abdominal distension, uterine leiomyoma, ovarian cyst, irritable bowel syndrome, urinary tract infection, malaise, fatigue, disturbance in attention, procedural pain, post procedural discomfort and procedural headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, disturbance in attention, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, malaise, ovarian cyst, pelvic pain, post procedural discomfort, procedural headache, procedural pain, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: essure insertion performed in 11 minutes with three coils visible on both sides. She underwent the surgery removal of the essure devices, first via salpingectomy procedure on (B)(6) 2016 and then followed by a further hysterectomy procedure in order to remove broken pieces of the device discovered in the first removal attempt. On (B)(6) 2016 medical records stated she had bilateral laparoscopic salpingectomy for tubal fibrosis about 2 weeks prior. Not feeling well since the procedure. Feeling tired all the time, reduced concentration, headaches, and right sided low back pain. Also having abdominal discomfort. Examination showed abdomen soft, some tenderness, op sites clean but stitches still in-situ. Lower abdominal and bloating had mild improvement after cerazette use. After essure removal; the available medical records do not describe any ongoing abdominal or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2015: result consistent with bilateral tubal occlusion. Investigation - on (B)(6) 2016: two weeks after salpingectomy: abdomen soft, some tenderness, op sites clean but stitches still in-situ. Laparoscopy - on (B)(6) 2015: left sided simple cyst about 3cm, it was drained. Evidence of hysteroscopy sterilization, left tubal implant protruding out slightly through the tube; on (B)(6) 2016: removal procedure: findings: normal cavity, both ostia seen clearly fibrosed and no essure coil seen at cornual end hysteroscopically. Laparoscopy findings: uterus normal sized mobile. Both ovaries normal, left tubal essure loop seen perforated, no adhesions noted. Right tubal fibrosis noted with no e/o any tubal perforation. Fallopian tubes: coil with perforation, otherwise within normal limits. Ultrasound scan - on (B)(6) 2015: small intramural fibroid in the posterior wall measuring 12x9mm. Both ovaries appeared normal; on (B)(6) 2015: correct placement of the left essure and this was satisfactory; on (B)(6) 2015: uterus demonstrates a small posterior subserosal fibroid. Left ovary demonstrates normal appearance. Right ovary contains a thin walled simple cyst - 3.5cm. Most recent follow-up information incorporated above includes: on 26-jul-2018: reporter provided the essure lot number: b72677. New events were reported in medical records as of (B)(6) 2016 two weeks after salpingectomy: not feeling well since the procedure (malaise, fatigue, disturbance in attention, back pain, abdominal discomfort, headaches). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tubal essure loop seen perforated, migrated') and device breakage ('broken pieces of the device') in a 42-year-old female patient who had essure (batch no. B72677-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tension-free vaginal tape sling (surgery to assist urge incontinence and frequency) in (B)(6) 2013, mixed incontinence from (B)(6) 2012 to (B)(6) 2013, overactive bladder and parity 2 (B)(6) 2005, (B)(6) 2009). Essure insertion performed in 11 minutes with three coils visible on both sides. She recovered well after surgery. Previously administered products included for contraception: p2 implant, p2 implant and p2 implant; for oral contraception: cezarette; for an unreported indication: oral contraceptive. Past adverse reactions to the above products included menorrhagia with p2 implant; menstruation irregular with p2 implant; and weight increased with p2 implant. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain (around day 10 of her cycle)") and abdominal distension ("bloating (around day 10 of her cycle)"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("small intramural fibroid in the posterior wall measuring 12x9mm"). On (B)(6) 2016, the patient experienced malaise ("not feeling well since the procedure"), fatigue ("feeling tired all the time"), disturbance in attention ("reduced concentration"), procedural pain ("right sided low back pain since the procedure"), post procedural discomfort ("abdominal discomfort since the procedure") and procedural headache ("headaches"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("contractions and sharp shooting pains"), dyspareunia ("some dyspareunia"), ovarian cyst ("right ovary contains a thin walled simple cyst - 3.5cm."), irritable bowel syndrome ("ibs related pain and symptoms") and urinary tract infection ("repeated urinary tract infection"). The patient was treated with desogestrel (cerazette) and surgery (bilateral laparoscopic salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, dyspareunia, abdominal pain lower, abdominal distension, uterine leiomyoma, ovarian cyst, irritable bowel syndrome, urinary tract infection, malaise, fatigue, disturbance in attention, procedural pain, post procedural discomfort and procedural headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, disturbance in attention, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, malaise, ovarian cyst, pelvic pain, post procedural discomfort, procedural headache, procedural pain, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: essure insertion performed in 11 minutes with three coils visible on both sides. She underwent the surgery removal of the essure devices, first via salpingectomy procedure on (B)(6) 2016 and then followed by a further hysterectomy procedure in order to remove broken pieces of the device discovered in the first removal attempt. On (B)(6) 2016 medical records stated she had bilateral laparoscopic salpingectomy for tubal fibrosis about 2 weeks prior. Not feeling well since the procedure. Feeling tired all the time, reduced concentration, headaches, and right sided low back pain. Also having abdominal discomfort. Examination showed abdomen soft, some tenderness, op sites clean but stitches still in-situ. Lower abdominal and bloating had mild improvement after cerazette use. After essure removal; the available medical records do not describe any ongoing abdominal or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2015: result consistent with bilateral tubal occlusion. Investigation - on (B)(6) 2016: two weeks after salpingectomy: abdomen soft, some tenderness, op sites clean but stitches still in-situ. Laparoscopy - on (B)(6) 2015: left sided simple cyst about 3cm, it was drained. Evidence of hysteroscopy sterilization, left tubal implant protruding out slightly through the tube; on (B)(6) 2016: removal procedure: findings: normal cavity, both ostia seen clearly fibrosed and no essure coil seen at cornual end hysteroscopically. Laparoscopy findings: uterus normal sized mobile. Both ovaries normal, left tubal essure loop seen perforated, no adhesions noted. Right tubal fibrosis noted with no e/o any tubal perforation. Fallopian tubes: coil with perforation, otherwise within normal limits. Ultrasound scan - on (B)(6) 2015: small intramural fibroid in the posterior wall measuring 12x9mm. Both ovaries appeared normal; on (B)(6) 2015: correct placement of the left essure and this was satisfactory; on (B)(6) 2015: uterus demonstrates a small posterior subserosal fibroid. Left ovary demonstrates normal appearance. Right ovary contains a thin walled simple cyst - 3.5cm. This lot number b72677 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tubal essure loop seen perforated, migrated') and device breakage ('broken pieces of the device') in a 42-year-old female patient who had essure (batch no. B72677) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tension-free vaginal tape sling (surgery to assist urge incontinence and frequency) in february 2013, mixed incontinence from (B)(6) 2012 to (B)(6) 2013, overactive bladder and parity 2 (B)(6) 2005, (B)(6) 2009). Essure insertion performed in 11 minutes with three coils visible on both sides. She recovered well after surgery. Previously administered products included for contraception: p2 implant, p2 implant and p2 implant; for oral contraception: cezarette; for an unreported indication: oral contraceptive. Past adverse reactions to the above products included menorrhagia with p2 implant; menstruation irregular with p2 implant; and weight increased with p2 implant. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain (around day 10 of her cycle)") and abdominal distension ("bloating (around day 10 of her cycle)"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("small intramural fibroid in the posterior wall measuring 12x9mm"). On (B)(6) 2016, the patient experienced malaise ("not feeling well since the procedure"), fatigue ("feeling tired all the time"), disturbance in attention ("reduced concentration"), procedural pain ("right sided low back pain since the procedure"), post procedural discomfort ("abdominal discomfort since the procedure") and procedural headache ("headaches"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("contractions and sharp shooting pains"), dyspareunia ("some dyspareunia"), ovarian cyst ("right ovary contains a thin walled simple cyst - 3.5cm."), irritable bowel syndrome ("ibs related pain and symptoms") and urinary tract infection ("repeated urinary tract infection"). The patient was treated with desogestrel (cerazette) and surgery (bilateral laparoscopic salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, dyspareunia, abdominal pain lower, abdominal distension, uterine leiomyoma, ovarian cyst, irritable bowel syndrome, urinary tract infection, malaise, fatigue, disturbance in attention, procedural pain, post procedural discomfort and procedural headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, disturbance in attention, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, malaise, ovarian cyst, pelvic pain, post procedural discomfort, procedural headache, procedural pain, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: essure insertion performed in 11 minutes with three coils visible on both sides. She underwent the surgery removal of the essure devices, first via salpingectomy procedure on (B)(6)2016 and then followed by a further hysterectomy procedure in order to remove broken pieces of the device discovered in the first removal attempt. On (B)(6) 2016 medical records stated she had bilateral laparoscopic salpingectomy for tubal fibrosis about 2 weeks prior. Not feeling well since the procedure. Feeling tired all the time, reduced concentration, headaches, and right sided low back pain. Also having abdominal discomfort. Examination showed abdomen soft, some tenderness, op sites clean but stitches still in-situ. Lower abdominal and bloating had mild improvement after cerazette use. After essure removal; the available medical records do not describe any ongoing abdominal or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6)2 015: result consistent with bilateral tubal occlusion. Investigation - on (B)(6) 2016: two weeks after salpingectomy: abdomen soft, some tenderness, op sites clean but stitches still in-situ. Laparoscopy - on (B)(6) 2015: left sided simple cyst about 3cm, it was drained. Evidence of hysteroscopy sterilization, left tubal implant protruding out slightly through the tube; on (B)(6) 2016: removal procedure: findings: normal cavity, both ostia seen clearly fibrosed and no essure coil seen at cornual end hysteroscopically. Laparoscopy findings: uterus normal sized mobile. Both ovaries normal, left tubal essure loop seen perforated, no adhesions noted. Right tubal fibrosis noted with no e/o any tubal perforation. Fallopian tubes: coil with perforation, otherwise within normal limits. Ultrasound scan - on (B)(6) 2015: small intramural fibroid in the posterior wall measuring 12x9mm. Both ovaries appeared normal; on (B)(6) 2015: correct placement of the left essure and this was satisfactory; on (B)(6) 2015: uterus demonstrates a small posterior subserosal fibroid. Left ovary demonstrates normal appearance. Right ovary contains a thin walled simple cyst - 3.5cm. Most recent follow-up information incorporated above includes: on 26-jul-2018: reporter provided the essure lot number: b72677. New events were reported in medical records as of (B)(6) 2016 two weeks after salpingectomy: not feeling well since the procedure (malaise, fatigue, disturbance in attention, back pain, abdominal discomfort, headaches). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / possible migration of her fallopian tubes due to the essure device") and device breakage ("broken pieces of the device") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs related pain and symptoms"), pelvic pain ("contractions and sharp shooting pains") and urinary tract infection ("repeated urinary tract infection"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, irritable bowel syndrome, pelvic pain and urinary tract infection outcome was unknown. The reporter considered device breakage, fallopian tube perforation, irritable bowel syndrome, pelvic pain and urinary tract infection to be related to essure. The reporter commented she underwent the surgery removal of the essure devices, first via salpingectomy procedure and then followed by a further hysterectomy procedure on (B)(6) 2016 in order to remove broken pieces of the device discovered in the first removal attempt. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-aug-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1666 cases. Fallopian tube perforation. The analysis in the global safety database revealed 622 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.